Event description:
Patient reported experiencing soreness, redness and light sensitivity in left eye resulting in a visit to an optometrist. The optometrist felt an infection may be present and treated patient with antibiotics. At follow up visit with no relief in symptoms, optometrist referred patient to a specialist who diagnosed herpes simplex virus and treated with anti-viral medications. Patient reports the eye became worse and vision was lost. The specialist referred patient to a corneal specialist who treated patient with fortified antibiotics. Patient was then referred to another eye specialist who diagnosed acanthamoeba keratitis and began hourly treatment. The next day, the patient's cornea ruptured and an emergency corneal transplant was performed. Later, an anterior chamber wash surgery was performed and a second corneal transplant was needed. The patient states that she is currently being treated with steroids and antibiotics and that an additional transplant may be needed. Medical documentation has been requested.

Manufacturer narrative:
Medical records obtained state the patient rinsed her contact with well water. One of the doctors indicated the event is not related to a specific product. Two of the doctors indicated it is unknown if the event is related to a specific product. Based on this information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Additional information and medical records received from the treating doctors. Patient visited the optometrist with complaints of having light sensitivity for 3-4 days. Upon examination, the patient's visual acuity was 20/25 corrected in os. The optometrist diagnosed the patient for possible herpes simplex keratitis versus corneal abrasion in left eye. The patient denied any herpes simplex virus issues in the past and has no history of illness or trauma to the left eye. Patient was treated and instructed to discontinue contact lens wear. At follow-up visit two days later, patient presented wearing a contact lens in her left eye. The optometrist observed an expanding staining pattern and referred the patient to an ophthalmologist's office for a second opinion. Patient visited the ophthalmologist&#62688;office on the same day and was diagnosed and treated for herpes simplex keratitis by an optometrist in that office. The optometrist indicated the patient rinsed her contact with well water and does not suspect the event is related to a specific product. Three weeks later, patient had worsening of symptoms and was referred to an ophthalmologist at a medical center. The ophthalmologist's impression is iridocyclitis and dendritiform lesion in left eye. After a month of antibiotic treatment, the patient&#62688;symptoms progressed. She was then treated with fortified antibiotics for 10 days before self-discontinuing it. As the symptoms did not resolve, the patient was referred to a cornea specialist. Patient presented with complaints of photophobia, intermittent sharp pain with movement, burning, redness, tearing and reduced vision in left eye. The cornea specialist's impression is central corneal ulcer and hypopyon in left eye. Patient was restarted on fortified antibiotics. At follow-up visit the next day, patient states no change in visual acuity but had complaints of more pain in her left eye when using the prescribed drops. The cornea specialist's impression is a perforated corneal ulcer. The patient was admitted to the emergency room on the same day to have a penetrating keratoplasty surgery. At patient's post op exam the next day, patient reported the doctor advised her that she could stop using the drops for one night. Patient reported being confused about her medications as she had different instructions from different doctors. Patient also reported minor pain and irritation but no other problems or changes. When the patient returned for a 12 day follow-up, she states her visual acuity has been stable since the last office visit. Patient was instructed to continue antibiotics and topical steroids were considered. Given the initial appearance of hsv, ring infiltrate on cornea and patient rinsing contact lens with well water, cultures and smear were sent to micro for review and slides were sent to pathology to assess for acanthamoeba. The pathology slides were positive for acanthamoeba infection and cultures positive for acinetobacter baumannii (broth only). Medical records indicate patient had a second penetrating keratoplasty surgery three months after the first one. The pathology and micro for the second penetrating keratoplasty were (B)(6) for infectious agents. Patient has continued to follow-up with the office. The record for the patient's last visit indicates the patient will be having another penetrating keratoplasty surgery by the end of this year.

Manufacturer narrative:
The product involved in the event was discarded by the patient. The lot number is unknown. Medical information has not been received from an eye care provider. Based on this information, no causal factors can be determined and no conclusion can be drawn.